Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the tip of the 4.2mm drill bit broke in patient bone while drilling. Surgeon decided to leave the broken drill bit in patient's bone. Surgery was delayed for fifteen (15) minutes due to the reported event. The procedure was successfully completed. This report is for one (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 1 for complaint (B)(4).